Event description:
The devie was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument broke and disengaged into the patient's cavity. The surgeon performed a laparotomy to complete the procedure. The hospital has reported the patient's condition is satisfactory.